Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had air in the syringe during use. The following information was provided by the initial reporter: "we have been alerted to an incident that occurred with a plastipak syringe ref.300865 (batch number unknown): during the operation of the electric syringe pump, blood has risen in the syringe. This was half filled with air in the piston and tubing. Risk of gas embolism for the patient, the infusion was stopped and the syringe replaced."

Manufacturer narrative:
D.10. Device available for eval?: yes. Returned to manufacturer on: 23-may-2022. H.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, damage in the barrel was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on our investigation, it is likely the damage occurred during the assembly process due to a trigger in the silicone station. A project has been initiated to further investigate and address this issue. Enhancements have been implemented in the detection system to better identify any damage in the product and discard accordingly. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ syringe had air in the syringe during use. The following information was provided by the initial reporter: "we have been alerted to an incident that occurred with a plastipak syringe ref.(B)(4) (batch number unknown): during the operation of the electric syringe pump, blood has risen in the syringe. This was half filled with air in the piston and tubing. Risk of gas embolism for the patient, the infusion was stopped and the syringe replaced.".